Manufacturer narrative:
Follow-up # 1 date of submission 9/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/09/2016 with the following findings: a review of the pump¿s black box data showed multiple replace battery alarms and low battery warnings. The voltage at time of the alarms and warnings was not low. The pump¿s electrical current draws were test and measured within specification. The low battery warnings and replace battery alarms occurred during testing with a new battery inside the pump; these warnings occurred due to moisture damage. During visual inspection of the pump, it was observed that the battery compartment had corrosion and the pump case was cracked between the case seal and the keypad. A leak test was performed and failed due to leaks in the pump casing. The pump was opened and there was moisture damage found in the pump case. The investigation was able to duplicate the initial complaint about a "battery life" issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.